Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (500 mcg/ml at 24 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a new catheter and pump placed (B)(6) 2021 and post implant the patient was seen a couple of times with headache, nausea, vomiting and diplopia. It was discovered that the patient had a cerebrospinal fluid csf leak. After the leak was resolved the patient developed flaccidity and they could not go down on the dose low enough so the pump was they refilled with saline and programmed the pump to min rate mode.